Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5076 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had possibly reached elective replacement indicator (eri) early. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was subsequently returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was received, analyzed, and indicated the low battery voltage alert for recommended replacement time (rrt). Time of rrt was b)(6) 013 when battery voltage was <(> <<)>=2.62v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.